Event description:
It was reported that the patient implanted with this artificial urinary sphincter aus presented with recurring urinary incontinence. A surgical procedure was performed during which urethral atrophy was identified. All components of the device were explanted and replaced with a new aus with downsized cuff. No further patient complications were reported.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter aus presented with recurring urinary incontinence. A surgical procedure was performed during which urethral atrophy was identified. All components of the device were explanted and replaced with a new aus with downsized cuff. No further patient complications were reported.